Event description:
It was reported that during a thyroid procedure the blade broke off. No patient consequences. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.